Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure while suturing down the left ventricle lead, the suture cut the suture sleeve in half despite using a normal amount of tie-down force. The lead was implanted. Patient was stable.